Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker was atrial pacing at the maximum sensor rate at 120 paced beats per minute. No adverse patient effects were reported. The response factor was modified and no further complications were reported. This product remains in-service.